Manufacturer narrative:
Other text: h10 ? Device evaluation results: one level 1 trauma fast flow system was returned for investigation in used condition. The customer reported product problem (a noisy pump) was not verified during functional testing. No fault was found with the device. A root cause was not established. The compressor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical level 1 fast flow system has a noisy pump. There was no reported adverse event.